Event description:
A baxter employed nurse from (B)(6) reported an incident of peritonitis. Per nurse, on an unreported date in 2010, the patient did not wear a mask and developed peritonitis on (B)(6) 2010. The cause of the peritonitis was that the patient did not wear a mask. The patient was not hospitalized. On (B)(6) 2010, the patient received remedial therapy with vancocin cp (1gm, ip) and began fortum (1gm, daily, ip). The outcome of the peritonitis was unknown and the outcome of the "did not wear a mask" was not reported. Dianeal therapy and remedial therapy with fortum were ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy. The reporter did not provide an assessment of causality for the did not wear a mask.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.